Event description:
Suture pull-out: surgeon had implanted a thinwall eptfe graft in the femoral popliteal position approximately one month previous to this event. When performing a revision of this bypass, using a similar interposition graft, the suture pulled through the original graft. A mattress suture was used without success. Finally, tissue surrounding the graft was successfully incorporated into the anastomosis to bolster the sutures. The graft sample was inadvertently discarded by the hospital.